Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Received device in new condition. Found water leaking from between main block and disposable. The root cause of the reported issue was found to be caused by interlock block not being well aligned to the main block assembly and a bent metal shim. Actions were taken to mitigate the reported issue: replaced metal shim. Tightened screws from main block assembly and re aligned interlock block with main block assembly and tested.

Event description:
It was reported that the warmer was leaking from the block. No patient injury was reported.